Manufacturer narrative:
Haemonetics received the rotors from the device in question. The rotors were evaluated through the use of a durometer test. The rotors were found to be within specification. The root cause of the depletion could not be confirmed as the disposable kit used with this procedure was not returned for evaluation. This issue of anticoagulant (ac) depletion has been investigated under a corrective action. The results of that investigation determined the likely cause was the harsh cleaning solution used to clean the pump rollers at the customer site can cause damage to the pump rollers which may lead to a device malfunction. New rotors were sent to the customer for the on-site technician to replace. It was confirmed with the customer that since receiving the haemonetics medical device safety alert they have been using the approved cleaning solutions on the pump rotors.

Event description:
Haemonetics received a complaint on 06/24/2016 for a report of anticoagulant depletion during a plasmapheresis. There was no report of any donor injury or reaction.